Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 96 unopened units. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the strength and the attachment to the needle of the samples received and the results do not fulfill the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfil the specifications of the OEM. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The needle separated from thread (without manipulation).